Manufacturer narrative:
(B)(4). Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent radiopaque (ro) marker band movement occurred. The target lesion was located in the distal left anterior descending artery. A 2.25 x 24 synergy ii drug-eluting stent was deployed to treat the lesion. The stent was well apposed; however, once the stent was viewed under angiography, the stent was not correctly placed within the markers as the marker move distally to the stent. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.